Event description:
It was reported that the patient presented to the emergency room (ER) feeling tired and with a slow heart rate. While in the ER, the patient had severe bradycardia with periods of asystole. The patient was paced transcutaneously and a temporary pacing wire was placed. The implantable pulse generator (ipg) was at end of life (eol) and could not be communicated with by programmer. It was noted that the patient was lost to follow-up and had not had the device checked for at least a year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.